Manufacturer narrative:
The prod is not available for eval. This is one of two prods involved in the same pt and reported under mfg # 1016427-2008-00279. Add'l info will be submitted within 30 days upon receipt.

Event description:
After stent placement, the pt experienced hypotension. The event was treated pharmacologically. The report rec'd indicated that during a carotid artery stenting procedure, a 5 mm angioguard was advanced and positioned without complications and a 10 x 40 mm precise stent was successfully placed, however, after the stent placement, the pt's blood pressure dropped; therefore, vasopressor (etilefrine) was administered to the pt and the symptom recovered. The pt recovered from the hypotension and was discharged from the hospital. Further info indicated the procedure-included treatment of a lesion in the right internal carotid artery. The lesion was not calcified and presented 60% stenosis. He recovered and is out of the hospital now.